Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter .  Product return status : 1 device was received for evaluation. Evaluation status : 1 device evaluation is in progress. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device experienced a fail-safe problem that could result in unintended activation; 1 event had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device experienced a fail-safe problem that could result in unintended activation.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event was originally reported during the reporting quarter; however: 1 previously reported event was reported in error. 0 events were reported for this catalog number/device code combination during the reporting quarter.